Event description:
Three incidents of blood leaks involving ca-hp 130 dialyzers. The leakages occurred during the second uses. The leaks were confirmed by hemastix. Affiliate reports that there are no patient injuries or medical interventions associated with these incidents.